Event description:
As reported, approximately seven years after the primary total knee arthroplasty using a cr slope ++ tibial insert, the patient complained of knee swelling and pain. The surgeon diagnosed wear of the tibial insert, and revision surgery was performed to replace it. Breakage and wear were observed in the retrieved tibial insert, and metallosis was also noted. The surgeon determined that there was no issue with the locking mechanism of the tibial tray. After removing all proliferative tissue, only the insert was replaced with a new one.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01594, 1038671-2025-02396. The revision reported was likely due to progressive prosthesis wear over 7 years of implantation secondary to mechanical overload on the posterior medial edge of the tibial insert leading to full thickness polyethylene wear and metallic wear of the tibial tray and/or femoral component. Contributions from overall slope of the insert and tibial tray, rotational malalignment and/or soft tissue instability may have allowed for excessive posterior contact leading to wear and possible fracture of the polyethylene insert. However, the contributions of individual factors or a combination of the aforementioned factors cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.